Event description:
Inflammatory reaction [inflammation]. Pain on hip [arthralgia]. Case description: spontaneous report received on 05/13/2009 from a physician, via a company rep, regarding a male pt. On an unk date, the pt received synvisc one at an unk dose, frequency and location administered via intra-articular route. The pt's medical history includes coxarthritis. On an unk date, the pt experienced inflammatory reaction, pain in the hip and the crp was increased (300 mg/l). The other inflammatory check-up values were normal. The pt was treated with oral corticosteroids for three weeks. The pt's general practitioner will reduce the corticosteroids doses gradually. As of the date of receipt of this report the pt's outcome was unk. No concomitant medications were reported. The relationship between the reported events and synvisc one therapy was not provided.